Event description:
A review of the article reported the following adverse event. Acute kidney injury (aki) requiring temporary dialysis occurred in 3 patients (20.0%). Atrial fibrillation (af) was reported in 2 patients (13.3%), heart failure in 1 patient (6.7%), and extracorporeal membrane oxygenation (ECMO) was used in 1 patient (6.7%). One patient required ICU readmission because of a low ejection fraction, and one patient was readmitted for pleural effusion.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): robotic aortic valve replacement in the middle east: reproducibility into practice with evolving complexity 10.21037/acs-2024-ravr-0195 khaliel-2025-robotic aortic valve replacement.pdf. Https://doi.org/10.21037/acs-2024-ravr-0195.